Event description:
It was reported that during use of the device for a non-clinical activity, the roller pump display was glitchy with lines through the display and was unreadable. There was no patient involvement.

Manufacturer narrative:
The field service representative (fsr) replaced the roller pump display and performed functional testing successfully. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.